Event description:
It was reported, that the patient's implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response episodes, due to respiratory rate trend (rrt) oversensing on the right atrial (ra) channel. Technical services reviewed the case and discussed the option is to program the rrt feature off. Pacing impedance for this ra lead has been within normal limits, although 2 high out-of-range (oor) spikes were noted. Ts discussed troubleshooting, including trying to reproduce oor measurements and noise. And continue monitoring the patient and/or physician discretion to replace this ICD. Further information was received, no troubleshooting was performed. The patient will continue to be monitored. And the rrt will be programmed off. This ra lead remains in service. And no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).